Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. Unit received with cracked case at display window corners, display window, reservoir tube window corners, reservoir tube window, reservoir tube lip and battery tube threads. Unit received minor scratched lcd window.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 200 mg/dl. The customer stated that there is crack on screen of the device. The customer that the device was bumped into something and can't read the pump screen. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.